Event description:
The event is reported as: complaint alleges: "customer stated that the catheter slipped out of the pt. Mostly the catheter slipped out of the pt at the second postoperative day." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.